Event description:
Boston scientific received information that this implantable cardioverter defibrillator started emitting beeping tones. Upon device interrogation, extended out of range charge times of 19.2 seconds with a battery voltage of 2.66v were noted. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.